Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The lead was returned for reliability analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged the evening of the implant procedure. An attempt to electronically reposition the lead was unsuccessful. The following day, a revision procedure was performed and the lead was explanted and replaced.